Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, this left ventricular (lv) lead exhibited high pacing threshold measurements and appeared to be oversensing atrial activity. Lead dislodgement was suspected, but no x-ray was performed at this time. The patient had no heart failure symptoms and did not require lv pacing, so the lead was programmed off and the patient was to return in four months for another device check where further evaluation of the lv lead will be done. No adverse patient effects were reported.